Event description:
Initiator reported that back to back tests performed on the pt's surestep meter were 93 and 207 mg/dl (76% difference). Control solution test result (111) was in range (92-138). No symptoms were reported. There was no allegation of harm.